Event description:
A home pt's (hp's) nurse contacted baxter to report that a hp had 5 leaking homechoice cassettes from the same box within the week and that the hp since developed peritonitis. Hp's nurse indicated that the 5 leaking cassettes have been discarded, but the hp's nurse does have a companion sample from the same box. Hp's nurse stated thatt he 5 cassette either had a slit or indentation. Hp's nurse said the hp was diagnosed with peritonitis in 06/2006 but has not been hospitalized. Hp's symptoms were severe abdominal pain, fever, nausea, back pain and a cloudy effluent. The hp has been treated prophylactically with fortaz, 2g per 2l, ip and ancef, 2g per 2l ip. Both dwell times for the ip antibiotic treatment were 6 hours. There was not an exit site or tunnedl infection. There was not a break in aseptic technique and the hp does not reuse supplies.

Manufacturer narrative:
A companion samples has been requested for evaluation. CAPA file renq-CAPA-24 documents baxter's investigation into an increasing trend in peritonitis reports for baxter's homechoice pts. This investigation is currenly in process.